Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter full phone no: (B)(6).

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The infusion set reportedly began to drip an unspecified fluid/infusate through the filter vent cover, dropping the solution onto the floor, after the infusion line was placed in the pump. This is why the pump did not accept it. The patient presented vomiting with fever and/or dysentery. The event occurred in the emergency department, and both the patient and the operator were affected by the event. According to the report, the suspected adverse incident was classified as moderate, there were no consequences, the device was used only once, and the probable cause of the reported event was poor quality. There was no report of human harm.

Manufacturer narrative:
D9 - date returned to mfg: 11/27/2024. Received one used 14001-32 primary plum set for inspection. The filter vent cap was deformed and there was a gap in the weld on the filter vent. The set was leak tested per product specifications. There was a gross leak from the filter. The reported complaint of leakage can be confirmed. The probable cause of the tear on the filter is due to the damage found on the vent cap. The probable cause of damaged cap is related to the assembly process of the vent cap to the piercing pin and the variability of the material, at the moment in which the machine mechanically performs the closing process of the vent cap. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.